Manufacturer narrative:
Correction: b5: describe event or problem; it was reported that 17 inch ext set w/.2mf & vlv port was leaking. The following information was provided by the initial reporter: it was reported that the filter is leaking. D1:medical device brand name: 17 inch ext set w/.2mf & vlv port; d4: medical device lot #: 20095817 ; d4: medical device expiration date: unknown; h4: device manufacture date: 2020-09-03. H6: investigation summary: the customer reported that the filter was leaking, and returned 7 total samples - 6 used and 1 unopened. The 6 used samples all had leaks in the filter, from the air vent membrane. The remaining unopened sample of the same lot did not leak. The filter is a supplier part, and after the investigation here the samples were sent to the supplier for further analysis. The supplier close out letter found no production history or mechanical issue with the filters, but that all 6 used samples were leaking from a wetted out membrane. They reported no definitive root cause, but a 60/40 ipa/water flush temporarily restored the hydrophobic qualities of the air vent. This means the likely root cause is the customer used fluids which wetted out the membrane causing it to lose its hydrophobic qualities. A device history record review for model 20350e lot number 20095817 was performed. The search showed that a total of 6,603 units in 1 lot number was built on 09sep2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. There is no definitive root cause to report.

Event description:
It was reported that 17 inch ext set w/.2mf & vlv port was leaking. The following information was provided by the initial reporter: it was reported that the filter is leaking.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ filter set was leaking. The following information was provided by the initial reporter: material #: unknown batch/ lot #: unknown. It was reported that the filter is leaking.